Event description:
The facility reported no power on this pump. Details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event.